Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an active alarm/error, "6500sn38288797030505if," and that it may be leaking. Reporter denied the pump being dropped and stated they just left the facility over two hours ago and are almost home. Per reporter, they removed the batteries and stated they were potentially wet. Reporter was aware they should clamp the tubing, and no patient harm/adverse event was reported.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported pump had an active alarm error and a bunch of numbers says (B)(6). Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.